Manufacturer narrative:
The subject device was returned for investigation. Based on the results of the investigation and the information provided, the foreign material could not identify. The root cause of the foreign material remained in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the bronchovideoscope had foreign matter and dents on the charged coupled device (ccd) objective lens. There were no reports of patient involvement.